Event description:
Profound and permanent neurological injuries [nervous system disorder], neuropathy [neuropathy peripheral], severe and permanent physical injuries [injury], excess zinc [blood zinc increased], copper depletion [blood copper decreased]. Case description: an attorney reported that their client, an adult female age (B)(6), used fixodent denture adhesive, form/version unknown, poligrip denture adhesive, super poligrip original denture adhesive and super poligrip extra care with polyseal denture adhesive on her dentures and reported the following: neuropathy, excess zinc, copper depletion, profound and permanent neurological injuries, and severe and permanent physical injuries which have left her unable to perform her normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history: denture wearer. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided therefore unable to proceed with batch retain testing or product investigation. (Us) otc device: yes.